Event description:
Customer reported the c-arm makes a loud rattling noise, displays a high voltage error, and shuts off. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, or find anything wrong after testing. System operates as intended. (B) (4).